Event description:
Report received of an underdelivery of morphine. The homecare pt was receiving morphine for pain management for approximately 3 weeks. The pump setting could not be recalled. It was reported that the pt was not receiving adequate pain control and the morphine concentration was increased. The pump was returned to the customer. The customer then performed preventative maintenance testing on the pump. During testing the customer found the pump to underdeliver. The pump had reportedly passed all performance testing on the pump. During testing the customer found the pump to underdeliver. The pump had reportedly passed all performance testing prior to use with the pt. The customer reported possible pt tampering with the device. Though requested, there was no further info available.